Event description:
It was reported the patient lost therapy. Diagnostics indicated the, "replace generator. The generator has reached its end of service," message displayed on external devices. It is unknown if the ipg depleted prematurely. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and confirmed the device depleted normally.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2022-16523 should not have been reported as a medical device report (MDR) after additional information received confirmed that based on parameters obtained, product performance engineering confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable. The reported observation of ¿ipg replacement¿ due to end of life message was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The estimated longevity range would have been .6 years (burst continuous) up to 1.8 years (burst cycle) +/- .25-year per ¿ 90205144, assuming 1000-ohm program impedances, for model 3660. The total stimulation on time was 413.6 days or 1.13 years, suggesting the device had normal battery depletion at the time of explant. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing. Proclaimer battery warranty evaluation (90530101) - fails warranty criteria.